Event description:
The end user reported that while sitting on the porch both axles on his ct6a wheelchair broke and the entire seat bent backward. Then he state near the porch, the porch had a drop off and he came within one hair of falling off the porch. Then he went on to say that he was transferring into his car from his porch when the break happened. User stated, he didn't fall at first, then says he did fall backwards and hit the floor of the porch. States, he wants a new chair. No alleged injury or medical intervention.